Manufacturer narrative:
(B)(4)investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This pr was opened to address user error-wireguide for the replacement spsof-7-6the doctor wanted to insert the gpso-7-5 into the p-duct. The nurse opened the packaging of the gpso-7-5. When she make it to pass trough the wire(visi2 straight), she found that the tapered tip of the gpso had ruptured. The side hole near the side hole on the tip side was torn to the tip. They had to use spsof-7-6.did any section of the device remain inside the patient body? Nodid the patient require any additional procedures due to this occurrence? Nodid the product cause or contribute to the need for additional procedure(s)? Nowere there any adverse effects on the patient due to this occurrence? Nodid the product cause or contribute to the adverse effect(s)? No

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x spsof-7-6 of unknown lot number was not returned to cirl for evaluation. This file captures user error due to an incorrect wireguide used on the replacement device. This file is related to (B)(4) (MDR ref: 3001845648-2021-00285) which covers the ruptured tip of the gpso device. Documents review including IFU review: prior to distribution all spsof-7-6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ a review of the manufacturing records for the spsof-7-6 device could not be complete as the lot number is unknown. It is to be noted that this device was used successfully but the wire guide size detailed on the label of the device is 0.035¿. There is evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.